Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture. Further information was requested however, was not provided.

Manufacturer narrative:
The device was returned due to eri/eol. Upon receipt, the device was at elective replacement indicator (eri). Longevity calculations found the battery depletion to be normal. The device was tested in the laboratory. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The reported event of oversensing on march 11, 2024, was confirmed by technical service engineer (tse).

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2024. Further information was requested however, was not provided.